Event description:
Report received from the USA stating that during a routine maintenance check the device was "running hot." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).